Manufacturer narrative:
Product event summary:it was reported that the patient experienced a critical battery alarm logged on (B)(6) 2015 for (B)(4). The battery was returned for evaluation. The shelf life requirement, for the battery pack, is one (1) year from the manufacturing date. As a result, and upon further review of the investigation, it was determined that the battery related to this complaint has been in storage for longer than one (1) year from the last time of use and is not suitable for testing. An extended storage period greater than one (1) year can cause the battery to irreversibly degrade in performance that can lead to erroneous test results. Additionally, lithium-ion batteries in storage for prolong periods of inactivity may pose a safety risk. Therefore, the investigation will be conducted with relevant available information. A review of the manufacturing records confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed two (2) critical battery alarms involving (B)(4) below 10% relative state of charge (rsoc). The critical battery alarms were recorded on (B)(6) 2015 respectively. Analysis of data log files revealed that the battery was allowed to deplete below 10% rsoc. As a result, the most likely root cause of the reported event can be attributed to the patient allowing the battery to deplete below 10% relative state of charge rsoc. Of note, the controller, (B)(4), in use during the event did not have the software master record (smr) upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the patient experienced ¿critical battery¿ alarm.there are no reported consequences or impact to the patient. The battery was exchanged. No patient complications have been reported as a result of this event.